Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, an interrogation was performed, and it was discovered that the right ventricular lead exhibited out of range impedance and high capture thresholds. The lead was capped and replaced on (B)(6) 2023. The patient was stable before during and after the procedure.